Event description:
This senior medical surveillance specialist spoke with both the reporter (wife/caregiver) and the pt/layperson regarding the 2009 complaint; the pt's one touch ultralink meter would not turn on. The customer care advocate replaced the meter and test strips. The following info was clarified and reported to this specialist. The pt is legally blind and self-treats with an insulin pump. When the pt and reporter were out of town on the day before, the pt successfully tested on the meter at noon, result around 140 mg/dl. The pt ate, but did not bolus extra insulin. After testing, the pt or reporter placed the meter in a plastic baggie and stored it in an ice chest. On the drive home, the pt became irritable and his known neuropathy intensified, symptoms that develop when the pt's blood glucose is elevated. Attempting to test, the meter would not turn on; the baggie had leaked causing the meter to become wet. Although the reporter dried the batteries and meter, it still would not power on. When they arrived home, approx six hours later, the pt tested on his back up meter, result 420 mg/dl. The pt then bolused either 9 or 13 units humalog to relieve his symptoms and decrease his blood glucose. Although the pt stored the meter incorrectly, causing it to become wet, this complaint is reported as the reporter claimed the pt took insulin as treatment for hyperglycemia following the meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.